Event description:
The customer contacted baxter's technical service center to report the device going back to previous cycles on a homechoice (hc) machine during use. The registered nurse (rn) stated that the home patient (hp) called her and said that the hc will be in drain 4 or dwell 4 and then it will be in drain 3 instead of 5. The rn requested a swap of the machine. The technical service representative (tsr) initiated a swap of the machine. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device was returned for the reported issue of the device going back to previous cycles during use. The reported issue could not be confirmed during evaluation. A service history review revealed no previous service events were related to the reported condition. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. The assignable cause was undetermined. The device was sent for servicing.